Event description:
It was reported that post a colonic stent placement procedure, a perforation occurred. The wallflex enteral colonic 30/25 x 6 colonic stent was implanted at an unspecified location in the colon. Approximately 5 weeks later, the patient presented to the hospital with a colonic perforation. The patient was taken to the operating room where an emergency surgery was performed. It was not known what methods were employed to treat the perforation. The patient's condition is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device remains implanted, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.